Event description:
It was reported that the betadine pad of a minicap was ¿missing or disconnected.¿ this was noted before patient use. There was no patient involvement. No additional information is available. This is report 1 of 15.

Manufacturer narrative:
(B)(4). The sample has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured 05/02/2014 - 05/09/2014. The opened device and a companion sample were received for evaluation. Visual inspection of both samples did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed on the unopened companion sample and no issues were detected. The reported condition was not verified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.